Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the 8mm trial had a piece break off into the patient where the slap hammer attached to the trial. The piece was taken out using a different tool from the cobbs and shavers set. There was a reported delay to the procedure of less than one hour due to this issue and the case was completed with no complications.